Event description:
It was reported that patients ipg was not helping the pain. The patient underwent an ipg explant procedure. The explanted device will not be returned as it was disposed of at the facility.